Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. The customer's blood glucose was reportedly in the 300 mg/dl range. System check could not be performed as the issues occurred in the past.